Event description:
Lead insulation was broken due to rubbing against the device. Replaced with new ra lead. No adverse events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.